Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the es server, logged into the es website, verified that the user ID was active and not locked, assigned the appropriate roles and areas, and confirmed that the device settings were configured correctly. A tss attached knowledge article (1.6.1 local ad support user cannot authenticate) and (es 1.6 ids - multiple domain users unable to authenticate). The system functioned as technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to authenticate. There were no delay, no adverse events or injuries reported based on this event.